Event description:
The customer reported that 20 lambda of diluent leaked from the coulter® act diff 12 analyzer probe. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
Field service was not dispatched to site for this event. Customer technical support (cts) did troubleshooting with the customer via telephone and had him check the probe wipe and clean it. The customer called cts back and stated that the system was working fine after cleaning probe and the issue was resolved. (B)(4). Cts trouble shot with customer on phone.